Event description:
A customer reported a power source alert 07, which led to a pump shutdown and inability to troubleshoot the issue further. There was no adverse impact on the customer's blood glucose level. The customer was advised to monitor the situation and call back if the issue persisted. The customer understood and acknowledged the instructions.